Event description:
It was reported that this pacemaker exhibited far-field oversensing of ventricular activity of the atrial channel. The pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.